Event description:
It was reported that bd alaris smartsite gravity set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that experienced difficulty administering IV medication through the distal smarsite port of the IV and it is still definitely happening with some tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.